Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit for high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of the event 405 mg/dl. Customer was treated with insulin and a saline bag. She was wearing the insulin pump at the time of the emergency room visit. She also reported that the adhesive on the infusion set did not adhere to her body. Customer declined troubleshooting for high blood glucose. The blood glucose at the time of the call was 141 mg/dl. Customer stated that she prepares the insertion site with alcohol swabs and does not use any soaps or lotions on the site. Nothing further was reported.